Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm during the loading process. The customer reported that the cartridge might have been inserted into the pump with more force than usual. Customer's blood glucose level was 145 mg/dl. Reportedly, the customer reset the pump and was able to resume insulin delivery.